Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 8/5/2014 and evaluated by lifescan product analysis on 8/6/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving inaccurate high reading of ¿395 mg/dl¿ compared to feelings/normal reading. This complaint was classified based on the customer care advocate (cca) documentation. The alleged inaccurate high issue began about 3 months ago. The patient reportedly did not manage her diabetes based on the alleged lfs meter at the time of concern. On (B)(6) 2014, the patient tested on another meter and had a blood glucose reading of ¿175 mg/dl.¿ the patient administered self treatment with extra dose of novalog insulin at the time of concern. That same evening, she reportedly indicated that her symptoms/blood glucose ¿went too low.¿ during troubleshooting, the patient confirmed that the control solution results were out of range. The unit of measurement was set correctly at the time of testing. The test strips were within the discard date. This complaint is being reported because the patient claimed her blood glucose symptom ¿went too low¿ after the alleged inaccurate high issue began. The lfs product was replaced and requested back for investigation.